Event description:
It was reported that during a cardiac catherization procedure, the liberte' monorail stent embolized and surgery was required to remove it from the proximal right vertebral artery. Additional information has been requested.

Manufacturer narrative:
Returned product analysis verified the difficulty stated in the complaint. The delivery device with the dislodged stent was received with the balloon in a pre- inflated state in good condition with no damage observed. The stent exhibited damage to one end and there was dried contrast media and anatomical tissue embedded in the stent. The balloon was visually and microscopically examined. No visual defects were observed. The balloon was in its pre-inflation profile indicating that the balloon has not seen any positive pressure. Partial inflation of the balloon by the user could affect stent securement. The surface of the balloon material exhibited evidence of pillowing between the marker bands indicating that the stent has been properly crimped. There is no evidence that the device was improperly manufactured. Visual and microscopic examination of the stent could not determine which end of the stent was damaged during the procedure . Further examination of the stent did not reveal any inherent material deficiencies that would have contributed to the damage and or the stent embolization. The stent damage could have occurred during the surgical removal from the patient. The manufacturing records for top assembly batch 8824683 have been reviewed and no issues or discrepancies were found. This reocrds review confirms that the device met all material, assembly, and performance specifications. There are two other unrelated complaints for this batch number. The root cause of the stent embolization could not be determined.